Event description:
On 07/29/2025, a facility representative reported via (B)(4) that an ar-5400-01 vip glenoid targeter shaft arm would not slide down the slots. This occurred during an rtsa, and no patient was harmed. The procedure was successfully completed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the edges around the gaps of the device were chipped. Functional testing was performed, and mating parts were stuck and did not slide as required into the gaps. The most likely cause of the reported failure can be attributed to wear and tear incurred from repeated and extended usage in the field. Manufacturing date 2020.